Manufacturer narrative:
Unit passed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarms noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 48 mg/dl, which was treated with food. Customer reported of trying all remedies. Customer was advised that insulin pump would need to be replaced.